Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the lens was not loaded correctly. The lens did not seat well and was cut out. 3 pc lens was used due to tear in the capsule. Additional information was requested and received from the initial reporter, who stated that no additional information was available beyond what was initially provided.